Event description:
It was reported that a patient with this right ventricular (rv) lead was hospitalized due to high out of range shock impedances of greater than 200 ohms and high threshold measurements. The system was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported, the device was discarded and the rv lead is expected to be returned for analysis, but has not yet been received,

Event description:
It was reported that a patient with this right ventricular (rv) lead was hospitalized due to high out of range shock impedances of greater than 200 ohms and high threshold measurements. It was hypothesized the rv lead conductor had fractured. The device and rv lead were subsequently explanted and replaced to resolve the event. No additional adverse effects were reported. Both products are expected for analysis, but have not yet been received.